Event description:
A malfunction alarm, specifically alarm 20, was reported with the pump during a pumping event. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge successfully using proper technique, allowing the customer to resume insulin therapy without further issues.